Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported temperature issue and subsequent procedure cancellation could not be conclusively determined.

Event description:
During a radiofrequency ablation procedure a cancellation occurred. During a lesion the probe would not reach the set temperature. A new probe was used but the issue was not resolved. Further troubleshooting involved testing the probe on a grounding pad with the same result. The procedure was cancelled with no adverse patient consequences.